Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
A pt had decreased therapeutic benefit. "Subdural catheter" was noted as a physician confirmed diagnosis. The drug was indicated as being "either lioresal or baclofen (not compounded)". Add'l info will be provided in a follow-up report as it becomes available.